Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2020.

Event description:
It was reported that the patients ipg was non-functional, wherein the ipg had been dead since (B)(6) 2020. The patient underwent an ipg revision procedure wherein, the old precision ipg was replaced with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.